Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were discussed, but not made. Patient experienced no consequences.